Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had no air supply. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The ventilator was not made available for service.